Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator upgrade procedure and left ventricular lead implant. During the left ventricular lead implant, the guidewire became stuck near the distal portion of the lead. A portion of the guidewire broke within the lead. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.